Event description:
Litigation papers allege patient has suffered severe pain, crunching or popping in their hip region, difficulty standing or walking, hip fractures or dislocations, fatigue, tissue inflammation, infection, necrosis and metallosis. If is further alleged patient has endured, or will endure, unnecessary pain and suffering; debilitating lack of mobility; inflammation causing damage or death to surrounding bone and tissue; more difficult revision surgeries; shortened life of subsequent implants; prolonged recovery time; physical therapy; and an increased risk of complications and/or death from additional revision surgeries. Update: (B)(4) 2012, plaintiff's preliminary disclosure form was received which identified part/lot information.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.